Event description:
It was reported that the 8120 pca module received an error code.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 04/11/2005 to the present date 12/11/2020 and note that this device has been returned for service four times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the 8120 pca module received an error code.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8120 pca module received an error code.